Manufacturer narrative:
Evaluation summary: the pump was received at the authorized service facility long after the reported occurrence. The event history for the pump was reviewed but the oldest programming was in june. (The incident was reported in march). The pump passed accuracy testing and there was no spontaneous change in the infusion rate during this testing. The most likely cause of this occurrence was user misprogramming.

Event description:
Vague report of the pump spontaneously changing the infusion rate. No specific info was rec'd. No pt injury was reported.